Event description:
Additional information received . No patient impact.

Manufacturer narrative:
E and f code updated: e2403 - no clinical signs, symptoms or conditions. F26 - no health consequences or impact. (B)(4) follow up. It was reported the syringe leaks during filling and use. A device history record review was completed by our quality engineer team for provided material number 400183 and lot number 4080028. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
Syringe leaks when filling and during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.